Event description:
It was reported that a new user of the ilet bionic pancreas experienced hyperglycemia, with meter and cgm readings in the 300 mg/dl shortly after starting therapy, in the context of recent treatment for a prior low glucose and confirmed insulin drops from tubing after a site change; the user later disconnected to charge the pump. Investigation included user coaching, tubing priming verification, and infusion site replacement with confirmation of insulin drops and resumption of delivery. Further investigation of this case revealed no observed infusion set or site defect and an unclear cause for the hyperglycemia considering recent carbohydrate intake for hypoglycemia and temporary pump disconnection. No clinical symptoms associated with high blood glucose was reported by the user. Outcomes included transient interruption of insulin delivery and a need for follow-up to assess glucose stabilization. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia of unclear cause, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.